Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation and difficult to advance were unable to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it is possible there was tissue interference with the knot or the sutures were pinched or loaded in the suture trimmer in a way that restricted the knot from sliding on the rail. It is also possible that the knot was inadvertently tightened; however, these cannot be confirmed. With the tightened or restricted knot the greater tension separated the suture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a coiling embolization interventional procedure using a 5f sheath. Reportedly, resistance was noted while advancing the knot with the suture trimmer, there was a sensation that it had not reached the vessel wall. Additional tension was applied to the suture, and a suture break occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.